Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 27-apr-2022, UDI#: (B)(4). Product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a left common iliac aneurysm and ectatic right common iliac. It was reported during the index procedure after the stent graft was deployed, final angio showed a good result and the patient was taken to sicu post-op. It was reported two hours post transfer the patient became hypotensive and coded. The patient was transferred to the cath lab where CPR was in process. An angio showed a ruptured right external iliac, it was unclear were the rupture was so an etlw1610c156e (B)(4) was implanted to cover the right hypogastric and extended into the external iliac. The bleeding was gotten under control however the patient had lost too much blood and had been getting CPR and resuscitated for an hour at this time. The physician decided to stop and pronounced the patient deceased. Per the physician the cause of the death was due to the ruptured external iliac that was not visualized on the completion angiogram.